Event description:
Pt receiving chronic hemodialysis presented with 3-4 days of ankle pain and swelling (had also had in past). Post dialysis sent to emergency room for x-ray and evaluation of ankle. Found to have elevated white blood cell count, conjunctivitis and swollen ankle and admitted; blood studies revealed hemolysis; no specific therapy needed; studies improved, pt discharged home. Hemo (positive in) stool; (positive) gastritis on egd.